Manufacturer narrative:
The device was disposed; therefore, no physical analysis of the product could be performed. The supplied image and video presented a fracture of the core wire and stretched coil wraps in the distal tip extending proximally from the j-straightener with the distal tip lodged within the j-straightener. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As per instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: after the valve deployment, the safari was replaced with a pigtail into the ventricle. More than mild pvl was noted which required a postdil. The nurse tried to introduce the guidewire into the straightener, however she felt an unusual resistance. She withdrew the safari to reattempt the insertion yet the spring coil was stucked in between the tube and the straightener causing the detachment of the spring coil from the core. What troubleshooting steps, if any, resolved the issue?: replaced guidewire with a new one patient present at time of event?: yes patient complications: no patient complications

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and the catalog number and primary unique device identifier (UDI) number in section d4.